Event description:
It was reported that this right atrial (ra) lead exhibited noise when implanted in the pocket and was suspected of lead anomaly. Technical services (ts) advised to reconnect the lead with the old device and perform the same programming made with a new device out of pocket and discovered that this produced noise with the old device. It was decided to replace the lead and to connect with the new device. Subsequently, this lead was explanted and no noise was reproduced.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicated that boston scientific has no reporting obligation for this explanted lead that is manufactured by a different company. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead exhibited noise when implanted in the pocket and was suspected of lead anomaly. Technical services (ts) advised to reconnect the lead with the old device and perform the same programming made with a new device out of pocket and discovered that this produced noise with the old device. It was decided to replace the lead and to connect with the new device. Subsequently, this lead was explanted and no noise was reproduced.